Event description:
Follow up information received from the patient reported that they received assistance from their manufacturer¿s representative and their concerns were resolved. Appointments of (B)(6) 2013 were noted. It was also reported that the patient was had the implantable neurostimulator (ins) (and lead component per manufacturer¿s device registry) replaced on (B)(6) 2013. A post-op follow up appointment on (B)(6) 2013 was also noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# va01r12, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s therapy worked great for ¿about 6 months¿. ¿something happened¿ but the patient ¿was not sure¿. On (B)(6) 2013, the patient met with her healthcare provider and manufacturer¿s representative. The leads were still attached and everything looked fine. The patient then drove home and got a shock in her ¿rear end¿. The patient then got home and tried to stand up and got shocked again. The patient reportedly had ¿constant pain¿ in her butt unless stimulation was turned off. The reporter indicated that the patient was informed the battery was going to last 7-10 years but it had only been 13 months and the patient only had a year left and it was ¿already dying¿. It was noted that the patient was scheduled to ¿have a new one put in¿ the following thursday. The patient did not want to have surgery every 2 years. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot# va01r12, explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient

Manufacturer narrative:
(B)(4).